Manufacturer narrative:
Age or date of birth: age/date of birth: unknown, information not provided. Sex: gender/sex: unknown, information not provided. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient will be undergoing secondary surgical procedure to exchange tecnis toric intraocular lens (model zct225 +16.5 diopter) from patient¿s left eye on (B)(6) 2019 because of patient experiencing post op blurriness and decreased visual acuity. Additional information was received, and it was learnt that lens was explanted as scheduled on (B)(6) 2019. There was no incision enlargement, no vitrectomy, no sutures required. Another lens of the same model but lower diopter (16.0) was used as the replacement lens for the patient. Patient was doing good at discharge. Following visual acuity was provided: visual acuity pre-op (pre-initial implant): 20/60, visual acuity post-op (post-initial implant): 20/50 corrected to 20/25, visual acuity post-op (post-replacement): 20/25. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.